Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. Customer also indicated that calibration errors were received during normal use. The customer indicated that the sensor glucose was 75mg/dl and blood glucose was 23 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer's blood glucose was 91mg/dl at the end of the call. Customer was advised to monitor pump and to follow up if any further questions. No further assistance was necessary.